Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 42 mg/dl at the time of the incident. The customer stated that they woke up with very low blood glucose. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had unresponsive bolus express and act buttons due to corroded keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corner, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.